Manufacturer narrative:
Results - damaged communication cord.

Event description:
It was reported by service report that nurse call was not functioning and the power cord missing the ground prong. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.